Event description:
It was reported that the patient¿s death was due to parkinson¿s disease progression. It was noted that the death was not device related.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v779186, implanted: (B)(6) 2011, product type: lead, product ID: 3387s-40, lot# v992702, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.